Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup (eic) of the unicel dxc 800 synchron system was overflowing after replacement of the calcium electrode tip assembly. Customer reported that fluid was back flowing from the flow cell to the eic through tubing #23. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the eic valves and performed probe alignments to the eic. The fse primed the dxc 800 and did not observe overflow. The fse performed calibration and quality control and did not notice any problems. The fse verified the repair was performed per established procedures.